Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2016, it was reported that the patient had a catheter revision on (B)(6) 2016. According to the rep, the patient began experiencing issues of increased spasticity on (B)(6) 2016. An x-ray of the system was taken and the hcp interpreted the results as a catheter/pump disconnection. Intraoperative inspection revealed that the pump/catheter connection was intact. The surgeon suspected a malfunction with the catheter suture connector and opted to replace the connector. During the surgery, the surgeon also opted to replace the pump practically for battery life. The issue was reported as being resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), product type: catheter. Updated to incorporate the information received on 2017-jan-05: (B)(4) the information received on 2017-jan-05 indicated that there was no device allegation against the pump, but that the pump was replaced proactively.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jan-05. The drug and replacement pump infor mation was provided. The rep also clarified that the pump was replaced proactively, not practically. The patient¿s previous pump had a two year battery life remaining and the surgeon opted to replace it since they were opening the pocket incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.